Manufacturer narrative:
Reported event was confirmed by review of radiographs were provided and reviewed by a health care professional. Review of the available records identified the right hip acetabular component is loose and displaced from the acetabular fossa and has migrated proximally, where it lies along the right lateral margin of the iliac bone and is vertically oriented. There is thinning and deformity of the native acetabulum. The femoral head remains located within the acetabular cup. There is advanced lumbar degenerative disc disease. Additional information does not change the root cause of the previous investigation. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been indicated for a hip revision after an unknown amount of time post implantation due to the patient falling resulting in the right hip prosthesis jamming into the patient¿s pelvis. No revision has been reported to date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. A specialty cup has been requested for the patient. No additional information is available at this time.